Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. Grandmother is calling on behalf of the customer; the customer is a minor. The customer is concerned with tests results from results obtained of 215 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer declined to perform a back to back blood test during the call on (B)(6) 2017 as she was eating dinner. The product is stored according to specification in the dining room. The test strip lot manufacturer's expiration date is 11/15/2018 and open vial date is (B)(6) 2017. The meter memory was (B)(6).